Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during biomed testing in (B)(6). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as remediated pump with software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause was faulty phm (pump head module). This is a stay-in device and will not be repaired at this time. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).